Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak associated with pd treatment. There was an air detected in cassette warning during an unspecified phase of treatment. The patient cancelled treatment and found fluid in the cassette door and on the back of the cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from back of cassette. The patient was issued a new cycler. Multiple attempts were made to gather missing details, but no data was provided. No samples have been returned for analysis.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak associated with pd treatment. There was an air detected in cassette warning during an unspecified phase of treatment. The patient cancelled treatment and found fluid in the cassette door and on the back of the cassette. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from back of cassette. The patient was issued a new cycler. Multiple attempts were made to gather missing details, but no data was provided. No samples have been returned for analysis.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check ¿ passed. Vacuum test ¿ passed. Valve actuation test ¿ passed. System air leak test ¿ passed. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.